Event description:
The reporter stated after primary lens was removed the surgeon inserted the backup lens, another aa4203tl toric optic silicone single piece lens. The same exact event happened with this lens as well. There was an increase in eye pressure and the surgeon could not get the lens to work correctly. The surgeon thought there might be something wrong with the lens also. The surgeon decided to remove the lens. See MFR report #: 2023826-2011-00937 for primary lens. A third lens was implanted. Unk model and size.

Manufacturer narrative:
(B)(4). Eval: method - lens work order search. Results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on lens surface. A lens work order search was performed and one similar complaint was found within the same work order. (B)(4).